Event description:
It was reported that pt experienced pain.

Manufacturer narrative:
Other device used: durom acetabular component 56/50 code p, ref 0100214056, lot 2314700. A check of the mfg papers of all mentioned products showed no deviations of the specifications. This report will be amended when our investigation is complete.